Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: did this issue contribute to any patient adverse event?

Event description:
It was reported that a patient underwent a surgical removal of a skin mass on the right elbow on (B)(6) 2026 and suture was used on the incision. During the procedure, at the beginning of the first stitch, the needle loosened and fell off from the suture. During the process of opening another suture and suturing the incision, the needle and suture loosened and fell off again. The surgeon replaced the suture and sutured the patient again. There were no adverse patient consequences reported. Additional information was requested.